Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the touch panel sensor failed or communication between the control panel printed circuit board (pcb) and the touch panel was disconnected. However, a root cause could not be established as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus, the visera elite ii video system center had an e333 error code. The issue was found during preparation for use. There were no reports of patient harm.